Manufacturer narrative:
It was found that all of the restraint straps were cosmetically worn and frayed near the buckles. It was confirmed that the straps were still functional and able to be used for securing a patient to the device.

Event description:
It was reported by repair work order that the restraints were frayed near the buckles. This could effect patient restraint during transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the restraints were frayed near the buckles. This could effect patient restraint during transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to install straps.